Event description:
It was reported that the insulin pump had a crack in the case and on the display. The customer stated that the device was neither dropped nor bumped. The drive support cap was not damaged. The customer's blood glucose was unk. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with cracked case at the dispaly window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked battery tube threads and cracked case.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.